Event description:
Consumer advised dealer that the left rear wheel spoke of wheel chair is allegedly cracked. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Quote (B)(4) was provided for the RMA. Model t4 serial number (B)(4) is approximately 6 months old. User manual part number 1110558 rev h (feb-11) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 12: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owners' manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumers medical condition, stability and medication regimen is unknown . The consumers age, height and weight are unknown. The consumers technique using the device is unknown. Adhering to the following warnings may have prevented the spokes from breaking. The warnings are found on page 14: "warning - to determine and establish your particular safety limits, practice bending, reaching and transferring activities in several combinations in the presence of a qualified healthcare professional before attempting active use of the wheelchair. Avoid storing or using the wheelchair near open flame or combustible products. Serious injury or damage to property may result. Do not stand on the frame of the wheelchair. Do not use the footplate as a platform. When getting in or out of the wheelchair, make sure that the footplates are in the upward position. Always use the handrims for self-propulsion. Inasmuch as the handrims are an option on this wheelchair (you may order with or without the handrims), invacare strongly recommends ordering the handrims as an additional safeguard for the wheelchair user. Do not operate on roads, streets or highways. Do not allow children to play on or operate the wheelchair. Do not operate on soft surfaces such as sand, grass, or gravel."